Event description:
A malfunction alarm occurred with the customer's device, specifically displaying malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. The customer planned to use a backup insulin pump to maintain insulin delivery and was instructed by technical support to put the faulty pump into storage mode before returning it with a prepaid label. A replacement pump was scheduled to be sent out as part of the resolution.